Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the inner rotor of the door for the imaging system was not aligned. Following alignment, the imaging system was able to perform 2d image acquisitions. The representative reported hat they re-homed the system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform 2d fluoro image acquisitions. The site brought in a second medtronic imaging system to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.